Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with redness, inflammation, infection, pus, and cellulitis, at the needle puncture, which occurred 4 days after the sensor had been inserted into the abdomen. The patient was seen by a doctor on (B)(6) 2023 who diagnosed the patient with cellulitis and prescribed an oral antibiotic, keflex 250 mg every 8 hours for 5 days. At the time of the report the patient was in a stable condition. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).